Manufacturer narrative:
H.6. Investigation: three photos were provided to our quality team for investigation. Upon visual inspection, the seal was observed to be open along the side. A device history review was performed for reported lot 2004303, finding one annotation related to the alleged defect. During the sealing process, a failure was detected in the sealing die of the packaging machine which resulted in improper sealing of packaging. Based on our investigation, this incident likely related to the malfunction identified during manufacturing, the impacted units not be properly detected and reprocessed.

Event description:
It was reported that syringe 50ml CT package was damaged. The following information was provided by the initial reporter: during picking in the warehouse, syringes were noticed whose packaging is not closed. Plastic part of the packaging is not big enough, packaging is not intact, so material is not sterile. This concerns syringes with catheter tip. We are currently quarantining this lot completely.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml CT package was damaged. The following information was provided by the initial reporter: during picking in the warehouse, syringes were noticed whose packaging is not closed. Plastic part of the packaging is not big enough, packaging is not intact, so material is not sterile. This concerns syringes with catheter tip. We are currently quarantining this lot completely.